Event description:
It was reported that during ilet setup assistance, after the sensor was connected, the ilet displayed high glucose. The caregiver indicated the user had eaten about an hour earlier without taking insulin, and the agent completed setup and resumed insulin delivery with subsequent downward glucose trend. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified related to not reverting to alternative therapy, and no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.